Manufacturer narrative:
As no product was received for investigation, a specific root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The patient received questionable results from coaguchek xs meter serial number (B)(4). The result at 2:46 pm was 3.7 inr. She repeated the test because she was not comfortable with inr of 3.7 which was outside her range. The result at 2:48 pm was 2.7 inr. The customer was unsure if a different finger was used for the repeat testing as she could not remember. The customer reported this result to her doctor. The therapeutic range was 2-3 inr. The patient was not adversely affected and received no treatment. The patient's current condition was " okay at the time, felt fine". The patient was not suffering from an autoimmune disease, renal insufficiency, or liver insufficiency. The patient was not pregnant. The patient has a history of anemia, but does not take anything for it. She was not on heparin, lovenox, or thrombin inhibitors. The patient had no antiphospholipid antibodies. The suspect meter and strips were requested to be returned for further investigation. However, the vial of strips used was discarded. Replacement meter and strips were sent to the patient.